Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 430 units of insulin, and at the time of the reported event, the insulin gauge displayed 150 units. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 158 mg/dl.